Manufacturer narrative:
Film evaluation summary: the reported endoleak was confirmed; however, the exact cause/source of the endoleak could not be determined from the limited returned image. CT¿s were not provided to provide a complete assessment of the patient¿s anatomy. A single still angiogram from ~16 months post-implant was returned. No scale was seen on the film; therefore, no stent graft or vessel measurements could be performed. The films revealed that an endurant aortic cuff had been implanted ~20mm above the level of the bifurcate proximal margin, overlapping the bifurcate aortic body ~30mm. The aortic cuff and bifurcate aortic body were both essentially straight in the single returned view, and there did not appear to be any significant neck angulation. Contrast injection performed within the bifurcate between the flow divider and the bottom of the aortic cuff confirmed a large area of contrast coming from the left side of the aortic body between the distal end of the aortic cuff and the flow divider (along bifurcate rings #4 ¿ 5). This endoleak location possibly originated near to where the distal end of the cuff was noticeably diametrically flared out. It is possible that this was a type iiib endoleak; however, the cause could not be determined. Other than this noticeable change in stent ring diameter, analysis of the single returned film did not reveal any device characteristics that could potentially explain the reported event. Additional images during the intervention, including cines and films prior to implanting the aortic cuff, were not available,. Potential anatomical causes (e.g. Calcification) also could not be assessed due to lack of CT¿s; thereby, not allowing for a more comprehensive analysis of the endoleak source/cause. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 50mm diameter abdominal aortic aneurysm. It was reported that on regular follow up CT aneurysm enlargement was noted. On follow up CT 4 months later, it was first thought that a type IV endoleak was present in the area of the 4th-5th stent of the bifurcate but after angiogram it was considered that it may be a type ia endoleak. It was decided to cover the left renal artery with the implantation of an endurant cuff from just below the right renal artery. The cuff overlapped with 3 stents on the bifurcate, leaving 2 stents above the bifurcate. Final angiogram showed no contrast at the proximal neck but a remaining endoleak where there was no overlap and due to the speed of jetting of contrast it was concluded that the endoleak was type iiib pinhole. The procedure was completed at this stage. As per the physician, the cause of the event was due to a pinhole in the main body leading to the type iiib endoleak. No additional clinical sequelae were reported and the patient will be monitored.